Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) causing the patient dizziness when the device switched to the original settings. Premature depletion was suspected. The device was removed and replaced. No further patient complications have been reported as a result of this event.